Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. This report is number 1 of 3 mdrs filed for the same event (reference 1825034-2015-03679 / 03680 / 03681).

Event description:
Patient reported to have undergone right total knee arthroplasty on (B)(6) 2014. Patient currently alleges loosening, pain, burning, and the inability to step on her foot. Patient has confirmed allergy to zimmer bone cement. There has been no reported revision procedure.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, "material sensitivity reactions." Number 2 states, " early or late postoperative infection and allergic reaction." Number 4 states, "loosening or migration of the implants." Number 15 states, "interoperative or postoperative bone fracture and/or postoperative pain." This report is number 1 of 3 mdrs filed for the same event (reference 1825034-2015-03679 / 03680 / 03681).

Event description:
Patient reported to have undergone right total knee arthroplasty on (B)(6) 2014. Patient currently alleges loosening, pain, burning, and the inability to step on her foot. There has been no reported revision procedure.